Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
During a remote follow-up, myopotential oversensing was observed on the device. Technical support was contacted and recommended isometric testing and reprogramming. No intervention has been performed at this time. The patient was stable and will continue to be monitored.